Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Failure analysis was unable to confirm broken holster or belt clip due to pump received without the holster and belt clip. Pump received with cracked reservoir tube lip and cracked case near display window corner noted.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.